Event description:
It was reported that during a low anterior resection procedure, after the device was fired, the surgeon could not remove the device from the patient. The surgeon stated that the device stapled, but he was not sure if the device cut. When the surgeon was pulling the device out of the patient, the anastomosis became undone. The surgeon completed the case with a temporary loop illeostomy. The patient is currently stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catalog # cdh29.

Manufacturer narrative:
(B)(4). Anvil_not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.